Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was pulled into the MRI. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the " mr environment agreement", which was signed by the hospital. Based on the information provided, the wheels' brakes were not locked as expected, therefore the ventilator rolled over and crossed the safety line. Our conclusion is that the user had not followed the instructions for use of the ventilator in the mr environment.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 12:14 pm (gmt-5:00) added by (B)(6) ((B)(4)): when the initial MDR was submitted electronically for this complaint, there were to boxes selected for the type of report, both 5 day and 30 day was selected. The correct information should have read as 30 day on the initial MDR. This follow-up MDR has been created for the correction to the initial report previously provided to the FDA with manufacturer report # : 8010042-2015-01112.

Event description:
(B)(4).